Manufacturer narrative:
The following preventive and corrective measures are implemented: a customer safety advisory notice, (B)(4) (csan), was forwarded to this customer on (B)(4) 2011. A csan will be forwarded to all affected customers regarding this issue. A software update, (B)(4), will also be provided to all affected customers that have syngo.plaza systems to prevent this issue from occurring. Customer name and address: (B)(6).

Event description:
A potentially safety relevant complaint was submitted and rec'd in the dcu (designated complaint unit) stating that, sporadically, multiple pts that do not belong together are accidentally merged by the syngo plaza. For the user, it looks as if all studies of completely unrelated pts would belong to the same target pt. It was found that it is possible to identify the correct pt that the images originally belonged to by looking at the dicom header of the affected images. There was no injury reported for this event.